Event description:
It was reported that the PICC (peripherally inserted central catheter) separated inside the patient anatomy. Surgery was performed to attempt to remove the line. However, the PICC was not able to be removed during surgery due to the tip being completely embedded in the patient's vessel wall. Part of the line was left embedded in the patient.

Manufacturer narrative:
Device was not available for examination and lot number was not reported. Internal investigation included reviewing the reported incident information and production records for product manufactured in the two years prior to the event. The investigation indicated no evidence of manufacturing related issues that would have contributed to the event.